Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not turn on due to drawer board failure. The field service engineer (fse) isolated a defective controller board for half-height drawer 4.1 on the main unit, replaced it with a new board, and successfully restored service. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 failed. The device was completely down, and the screen was dark. The customer attempted to reboot the device. The customer also shut down the station by unplugging the power cord from the back of the station, waited for 2¿5 minutes, reconnected the power plug, and turned the station back on. However, the customer was still unable to recover the drawer, and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.